Event description:
Knee arthrosynovitis [synovitis]. Case description: spontaneous report rec'd on 07/25/08 from a physician regarding a female pt (B) (6) with unknown initials. The patient's medical history is significant for knee osteoarthrosis. The pt rec'd 3 injections of synvisc into her unspecified knee on unspecified dates. The physician reported that after 2 to 4 days after the second or third injection of synvisc, the pt experienced knee arthrosynovitis associated with a tension and similar clinical picture of deep venous thrombosis. The reaction resolved spontaneously within 48 hrs. The pt was treated with corticosteroids infection (dosage and frequency unspecified). The physician tended to exclude cross-reaction with other concomitant medications (unspecified). At the time of this report, the pt had recovered.

Manufacturer narrative:
Investigation summary result: the product lot number was not provided, therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.